Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl [287 mcg/ml] at a dose of 154.4 mcg/day and bupivacaine [28.8 mg/ml] at a dose of 15.49 mg/day via an implantable pump for complex regional pain syndrome type I and spinal pain. It was reported on (B)(6) 2017 that a motor stall was seen at initial interrogation and the patient did not recently have an MRI (magnetic resonance imaging). The pump status reported motor stall occurred and stopped pump period may exceed tube set. The logs revealed multiple motor stalls and recoveries: (B)(6) 2017 stall at 07:47 a.m., recovery 07:20 p.m. (B)(6) 2017 stall 04:00 a.m., recovery 11:53 p.m. (B)(6) 2017 stall 02:43 p.m. (B)(6) 2017 stopped pump period may exceed tube set the pump had not recovered at the time of the report. It was noted that the patient saw the managing hcp on (B)(6) 2017 but the pump had recovered at that time. The patient was feeling ¿awful¿ with withdrawal symptoms. It was indicated that the issues began on (B)(6) 2017. It was noted that the reporting hcp was a home infusion nurse. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-jan-03. It was reported that the patient was seen in office on 2017 (B)(6) for pump interrogation. The patient had two motor stalls in a 48 hour period. The pump was actively working at discharge from office. The pentec nurse called the office on 2017 (B)(6) indicating complete pump failure. It was stated ¿no cause of motor stalls.¿ the patient was referred to an hcp for ¿implant revision/replacement¿ and the pump was turned down to minimal rate, and medications were adjusted to cover increased pain and withdrawal. Replacement or explant would be determined by the other hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2018. It was reported that the patient's pump was replaced on (B)(6) 2018. It was noted that the pump is currently in pathology at the facility it was explanted at, and they do not release the pump right away, but the rep will send it back when they do for analysis. It was stated that the patient was asked their weight, and they did not know their exact weight. It was noted that the patient stated they had recently lost 60 pounds. No further complications were reported or anticipated.